Event description:
It was reported that during a gastrectomy procedure, the tissue pad fell out during use. It was removed from the patient's body. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 8/20/2008. Information anticipated, but unavailable at this time.